Event description:
It was reported that during a thyroidectomy, the nim emg tube was giving false negatives on the right side when stimulated; however, the case was still completed with no patient impact or injury.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation. The product analysis was performed by a quality engineer. The evaluation confirmed the sample as item #8229507 nim contact endotracheal tube 7.0mm from lot #0206232971. The sample appeared used with bio-debris observed on proximal connector and on the cuffs and electrodes. Resistance readings were taken with a fluke 21 multimeter asset #1153-j, cal due date july 2013. Readings were taken as per drawing 66f1325 rev.c, note 4: "resistance of each lead to be between 1.7 and 3.7 ohms." Blue leads measured 2.9" and 3.1", red leads measured 3.0" and 2.9". These readings meet specification per drawing. A cuff water test was performed as per xpi-s 8229505 emg tube, reinforced, single channel rev z, section 12.21.1: "inflate cuff with a minimum of 20 cc of air using syringe. Submerge inflated cuff in clean, deionized water. Air bubbles shall not leak from any area of the unit. Visual, functional, 100%." The cuff was inflated and submerged, and no bubbles were visible. The complaint is unconfirmed and could not be duplicated.